Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the customer found difficulty deflating the cuff. He suspected something was stuck in the product, which caused occlusion. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and three photos were received for evaluation. Visual and functional testing was performed. Visual inspection found inflation line occluded was detected. Functional testing found the cuff won't inflate; the complaint was confirmed. Occlusion was detected. The root cause of the reported issue was found to be manufacturing. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedure by quality engineer on (B)(6) 2022. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4)